Event description:
It was difficult to feed guidewire through top end of catheter sheath introducer. The dilator appeared narrowed and partially obstructed towards the top end where the 5 is marked. Another sheath of the same size and code was used to complete the procedure.